Event description:
The customer contacted baxter's technical service center to report smoke coming from the back of the homechoice (hc) device during power up, patient not connected. The baxter technical service representative (tsr) initiated a swap of the device. The registered nurse (rn) will program the new hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the reported issue of smoke coming from the back of the homechoice (hc) device during power up, patient not connected. The device passed return instrument test/evaluation (rite) electrical test but failed rite functional test due to therapy start check heater bag temp out of range 31.6 degrees c (specification 35.0 to 39.0 degrees c); therapy monitor for time out during fill 1 and therapy competition heater bag temp test measurements out of range measurement (0) 30.5 degrees c and (1) 30.8 degrees c (specification 35.0 to 39.0 degrees; external/internal inspection found heat damaged (u2) on the alternating current component printed circuit board (accomp pcb) and corrosion/contamination on the digital pcb. Power was cycled and product powered normally. Heating system was evaluated; heater was registering as on but heater pan was not getting warm. (B)(6) installed test article (B)(4) accomp pcb and heating system worked properly with no errors, heater pan was getting warm. Pal installed original accomp pcb and heater pan was not getting warm. (B)(6) installed original power switch and the alternating current switch off (acswoff) signal was unstable. Assignable cause for related rite failed therapy start check heater bag temp out of range, therapy monitor for time out during fill 1 and therapy competition heater bag temp test measurements out of range measurement is determined to be caused by the malfunctioning accomp pcb. The reported issue was confirmed during sample evaluation. The assignable cause for the reported issue was a heat damaged (u2) on accomp pcb. The accomp pcb, power switch and digital pcb were scrapped. The device was sent to service. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.